Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.